Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported scar or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they were experiencing scarring and pain at the infusion site. Blood glucose was reported to be 300 mg/dl. No further information was provided.